Manufacturer narrative:
The pdm was found to have a nonfunctioning bg meter board, resulting in a failure to read the bg strip insertions. This resulted in a meter error 4 reading.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to be hospitalized with blood glucose reading at 300 mg/dl and ketones present due to his pdm (personal diabetes manager) not working well since (B)(6) 2017 (patient was not able to provide us with the exact issue with the pdm). At the hospital, he was placed on an infusion therapy.